Event description:
It was reported that a technician in training, and a physician, trained in the use of the starclose device, attempted an arteriotomy closure after a diagnostic procedure. After the clip was fired, the device could not be removed. The bail-out procedure was attempted and the physician used force to remove the device. Hemostasis was achieved with the clip. There was no reported patient injury. No additional information available.

Manufacturer narrative:
The investigation discovered bent and broken vessel locator wings. The prolapsed vessel locator wings were consistent with the distal forces being applied that prevented the vessel locator wings from proximally folding into the tube set. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.